Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The moisture damage found on electronics assembly.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer stated she fell into the lake, pump had moisture damage. Customer's blood glucose was 94mg/dl. Advised customer to revert to back up plan.